Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that, for the first three days post-implant, the patient stated their ¿bottom was not theirs¿. It was clarified that the patient felt pain at the implanted neurostimulator (ins) site from the procedure. They couldn¿t sit upright in a chair because of tenderness at the site. They were going to follow-up with a healthcare professional (hcp) for this issue. On (B)(6) 2018, it was reported that the patient had been peeing more. They weren't able to connect the remote and was going to report back for help with increasing. There were no further complications reported or anticipated.